Event description:
It was reported that the customer's insulin pump was cracked along the battery compartment. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a with button error alarm and had no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. The device was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.